Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion, with the right cylinder positioned outside the corpora cavernosa, resulting in pain and inability to use the device. As a result, the device was explanted and replaced. No further patient complications were reported.